Manufacturer narrative:
The company service representative examined the system and determined that the dovetail was out of alignment with the customer¿s microscope. The aberrometer was re-aligned to the microscope, and no further issues were noted. There was no indication of the dovetail or aberrometer being loose on the microscope. The root cause of the dovetail being out of alignment with the microscope is likely attributed to customer handling. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the dovetail mount is loose on the intraoperative aberrometer. Additional information as been requested.